Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was an apparent right ventricular lead fracture. It was further noted that there was a superior vena cava (svc) lead impedance warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD) (B)(6) 2010; 5568 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.